Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00166 on 09-may-2019. Additional information (21-may-2019): siemens further investigated the issue. A siemens specialist determined that the customer's water feed system was contaminated, which contributed to the discordant, falsely elevated carcinoembryonic antigen (cea) result. The conclusion code was updated to reflect the additional information. The initial MDR indicated that the cse decontaminated the instrument and performed maintenance. The cse performed the following maintenance actions: adjusted the positions of all probes, replaced the aspiration probe tube, performed an oxydol clean, and ran quality controls, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00164_s1 and MDR 2432235-2019-00165_s1 were filed for the same event.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an advia centaur xpt instrument. The customer reported that quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse decontaminated the instrument and performed maintenance. The cause of the discordant, falsely elevated cea result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs: 2432235-2019-00164 and 2432235-2019-00165 were filed for the same event.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur xpt instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.